Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 years post-implant, it was reported that the patient was found dead in his home. It was also reported that the emergency rescue team was called and stated that ¿the patient was not connected.¿ the cause of the patient¿s expiration is unknown.

Manufacturer narrative:
Approximate age of the device is 7 years the pump was not explanted from the patient; therefore will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists death and cardiac arrhythmia as potential complications that may be associated with the use of the heartmate ii left ventricular assist system, provides instructions for maintain pump function by maintaining connection of at least one system controller lead to a power source, and outlines how to change power sources. Review of the manufacturer's' complaint history revealed no pump related complaints were reported throughout the patient¿s time on lvad support. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.